Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: additional initial reporter phone no. Is (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of homechoice cassette was unable to be disconnected from the transfer set. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: it was reported that the patient line of the amia auotmated pd cycler set (previously reported as homechoice cassette) was unable to be disconnected from the transfer set. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available. D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.